Manufacturer narrative:
The insulin pump was unable to prime during the prime test and compromised force sensor system alarm during the basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. The insulin pump had intermittent button response due to moisture damage keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 3.7 mmol/l at the time of incident. The customer stated that they were unable to clear the alarm. The insulin pump will be returned for analysis.